Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced tube drivearm, carriage block assembly, front cover, rear case, left & right iui connector, left & right handle, shaft seal, seal wiper, flange gripper retainer, barrel clamp, and latch module. Performed calibration. A review of the device history record for sn (B)(6) was performed from date of manufacture 04/19/2011 to the present date 10/6/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200128653 for test failure - pressure test which does not correlate to the customer reported issue.

Event description:
It was reported that the 8110 syringe module failed calibration. There was no reported patient involvement.

Manufacturer narrative:
The affected device has not been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the 8110 syringe module failed calibration. There was no reported patient involvement.